Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 456 (mg/dl) and diabetic ketoacidosis determined to be life threatening after giving birth. Reportedly, customer was already in the hospital for child birth and tried to treat bg levels with the pump; however, bg levels remained elevated and customer's hospitalization was extended. Customer's health care provider (hcp) attempted to adjust customer's settings to treat bg levels; however, adjustments were unsuccessful. Customer was removed from the pump and treated with intravenous fluids and insulin injections. Customer was released from the hospital on (B)(6) 2016 and remained on insulin injections for diabetes management. Review of pump data logs with tandem technical support on (B)(4) 2016 indicated that the pump was performing as intended. Customer indicated that they have a future appointment with hcp to discuss diabetes management.